Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2020. The customer¿s blood glucose level were 400 mg/dl and 1300 mg/dl at the time of hospitalization. Customer had anxiety, depression. Customer was not sure if she was using auto mode. Customer was treated with insulin drip at intensive care unit. Customer was not able to wear her insulin pump while in the hospital. Customer was treated with drip. The insulin pump will not be returned for analysis.